Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multi organ failure. The outcome was not device or therapy related. Patient's death was related to health condition. The device was working as intended during time of support. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away due to multi organ failure. The outcome was not device or therapy related. The patient's death was related to a health condition. The device was working as intended during the time of support. An autopsy was not performed. The pump was not explanted and would not be returned. The hm 3 lvas instructions for use lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.